Manufacturer narrative:
The customer reported that the laser probe was not straight at the tip and did not fit through the trocar. The surgery was completed by using another probe. There was no patient impact. The laser probe was received and a visual assessment showed that the cannula appeared to have a slight bump. The sample was inserted into a 25ga trocar cannula, but heavy resistance can be felt in the middle of the laser probe cannula and would not easily pass through. The tip was inspected under a microscope and a bump was found. The laser probes are visually inspected during manufacturing to verify there are no visible defects on the cannula, nitinol tube, and the fiber end. The laser probe was manufactured on april 19, 2017. There were 930 paks associated with this lot. The root cause of the reported event can be attributed to the bump on the laser probe cannula. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a surgical procedure the tip of the laser probe did not go into the cannula. The laser probe was exchanged for a new one, which worked fine. The case was completed with no harm to the patient. A sample is expected.